Event description:
It was reported that the device was leaking. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. H3 and h6. Codes: updated. One device was received for investigation. The complaint was confirmed during visual inspection. The cause was a cracked water tank cover and front cover assembly. The front water tank cover was replaced to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.